Event description:
Boston scientific received information that pacing was inhibited from noise that may have been caused by the lead. Lead replacement has been scheduled. United kingdom. No other details were provided at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).